Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 4.8 mmol/l. The customer stated that when changing the battery they got an alarm. Customer advised that the device was exposed to moisture (rain). The customer was advised that the device is iw, would be replaced and be send on same day delivery.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted during our testing. No moisture damage was found on the electronic assembly motor noted. The insulin pump has broken battery tube threads, cracked reservoir tube lip, cracked case at the display window corner and missing the end cap sticker.